Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a synchronization error between the ias (image acquisition system) and the ivs (image virtualization system). This kind of failure does not result in a total loss of functionality as the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. Following a system reboot, the system will function in full operation including image processing and image observation. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure with an acute patient, the image acquisition system showed no x-ray image and the system switched off during the case. It is unknown if the system was restarted or if the procedure was aborted. We are unaware of any impact to the state of health of any patient involved.